Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. Screen device information was downloaded and the j3 connector, lcd display and 5 navigational keys were working properly. The screen trend graph was downloaded and showed that the battery was charging and the battery circuitry was working properly. Wiggle testing was performed and passed. Multiple usb charging cables were used to successfully charge the unit. Overnight charging and a discharge test were performed and passed. The unit was opened for internal inspection and passed. The reported event of the overheating receiver was not confirmed. The probable cause could not be determined.